Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed. Two devices had worn components. One device had a damaged component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported zoom was difficult to engage/disengage. Two events had no patient involvement. One event it was not known if there was patient involvement.